Manufacturer narrative:
Product analysis: it was determined at analysis that the programmer had evidence of corrosion on multiple parts. Checked for additional corrosion inside of programmer: the power supply had corrosion. Removed and inspected the micro processor unit (mpu) and the link electronic module (lem) with no signs of the moisture getting on the boards and no contamination found. The overlay was broken, the stylus was functionally ok, there was a bent tab on the power cord bay door, the media bay door was broken and the lower case was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.